Manufacturer narrative:
Upn and lot number are unknown; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that distal tip detachment occurred. A savion flx guidewire was advanced for treatment. However, during the procedure, the wire was caught in calcification and the tip was broke. There were no patient complications nor injuries reported and the patient was fine.

Event description:
It was reported that a tip detachment occurred. A savion flx guidewire was selected for use. During the procedure, the distal tip became caught in calcification and detached. There were no patient complications, and the patient is fine.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedure. The device returned to this complaint, and it was observed that the guidewire was detached and bent at the distal section and the part detached was not returned to this complaint. Additionally, the guidewire was bent at the middle and proximal section. No more damages were observed in the device. Under the microscope was observed that the guidewire was detached at the distal section.